Event description:
It was reported that the patient presented to clinic for follow up, the right ventricle (rv) lead was dislodged. The dislodgement was confirmed under chest x-ray. The rv lead was capped and replaced on 07 april 2026. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient presented to clinic for follow up, the atrial lead was dislodged associated with failure to capture. The dislodgement was confirmed under chest x-ray. The atrial lead was capped and replaced on (B)(6)2026. The patient was stable throughout the procedure.

Manufacturer narrative:
New information received that the alleged lead was an atrial lead not right ventricle lead and was not capturing due to dislodgement. B5 was updated accordingly. Corrected data: the atrial lead was capped therefore, d6b date of explant should not be reported in 2017865-2026-07928.